Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and was unable to duplicate the reported event. No issue with the function or operation of the table was identified. The table was installed in 2017 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The user facility requested that the technician replace the control board and hand control. The technician replaced the control board and hand control, tested the unit, confirmed it to be operating according to specification and returned it to service. The technician counseled user facility personnel on the proper use and operation of the 4085 surgical table, specifically to ensure the hand control is not inadvertently activated by user facility personnel or equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table began to tilt without being commanded to do so. No report of injury or procedure delay.